Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value after a change sensor alert. Paramedics treated the low with glucose drip. Customer also mentioned a sensor updating alert. Transmitter could not be tested. Customer's hcp advised customer to wear guardian 4 sensor in an area of the body other than what is approved or cleared. Customer declined further troubleshooting for low. Pump was used within 48 hours of the low. Smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, change sensor alert, sensor updating alert. The customer reported a blood glucose value of 20 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake and emergency medical service/ambulance/emergency room visit. The event involved product(s) unomedical, mmt-7040b, mmt-1884l, mmt-332a. Troubleshooting was performed for sensor alerts. It was unknown whether the auto mode feature was on at the time of the incident. It was unknown whether the customer had been using an insulin pump within 48 hours of the reported event. Troubleshooting was declined for low blood glucose/over delivery. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040b. No product return is required for mmt-1884l. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.